Event description:
Follow up to get more information about the event found that the company representative did not have any information about this event and they did not know the physician.

Event description:
The patient was currently in (B)(6) and will not be home for another month. The patient fell in (B)(6) 2014 and has had a burning sensation where his implantable neurostimulator (ins) is since then. The patient got the device for groin and hip pain initially. The patient was also not feeling stimulation where he should on the left hip to the pelvis since the fall. Since the patient has been in (B)(6), he has seen a company representative twice and a doctor has done injections and a CT scan. At the time of the fall, the patient lost his controller. MRI of the hip compatibility guidelines were requested, noted to be not related. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted:(B)(6) 2014, product type: lead. (B)(4).